Manufacturer narrative:
Per the field service representative, the team identified the issue as a leak in the tubing.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) flow was different than the pole mounted flow meter. As mitigation, the perfusionist increased flow as needed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.